Manufacturer narrative:
26-jun-2017 product investigation results: reporter returned toothbrush head on 26-jun-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brushes have broken away from the handle [device breakage]. No adverse event. Product counterfeit. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2017 that 2 out of 3 of the oral-b power oral care refills cross action he bought 4 months ago had broken away from the oral-b cross action rechargeable toothbrush. The grey oral-b logo did not scratch off when the consumer performed the scratch test. The consumer had previously used this exact version of brush head. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushes have broken away from the handle [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2017 that 2 out of 3 of the oral-b power oral care refills cross action he bought 4 months ago had broken away from the oral-b cross action rechargeable toothbrush. The grey oral-b logo did not scratch off when the consumer performed the scratch test. The consumer had previously used this exact version of brush head. No symptoms developed.